Event description:
A healthcare professional (hcp) reported that during a trans nasal pituitary case, they opened new skull base bur and attached it to the drill and after starting the surgery, after two rotations, the bit was broken. It affected the surgery but they completed the surgery with a 15ba 20 bit. There was no report of patient impact. On follow-up, it was reported that the bur broke, at the distal tip, while being used on a patient. There were fragments that came off or got detached from the broken bur but they did not come in contact with the patient. The outer blade prevented the fragments from contacting the patient. The event occurred during a sellar lesion. The incident happened when the bit was touching the surgical site, after two-three rotations. The procedure was delayed due to the incident. They completed the procedure with mr8 15ba 20d drill bit. The device was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 : analysis of product tn30rcd of lot# 0220968915 found that visually, there was no external damage in the construction of the device. Functionally, the shaft was turned by hand using the tip of the bur and the tang, on the opposite/proximal end of the bur, did not rotate. The shaft was removed from the assembly and the portion of the shaft that was broken was 2.277 inches from the tip to the break point and would have resulted in the reported event. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. H6 : codes update and previous applied fdm b18, fdr c20, fdc d14 and img g04041 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.